Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vein. A sv/5.5-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during first inflation at 15 atmospheres for 20 seconds, the balloon ruptured. The device replaced with a non-bsc product and the procedure was completed with a different device. There were no patient complications reported.